Event description:
Non-(B)(6) device. Healthcare professional reported "exchange from silicone textured to smooth due to concern with the product". Later healthcare professional reported "leak". Later, healthcare professional reported "when explanted, there was no leak" and "implants are textured". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Reference report: mw5184511.